Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item number: 22-301341, item name: arcos taper adaptor, lot number: 529950, item number: 00-2232-004-18, item name: cable, lot number: 63429957, item number: 163669, item name: femoral head, lot number: 00j3733117, item number: cp250315, item name: kaessmann screw, lot number: 808100, item number: cp250316, item name: kaessman screw, lot number: 040530. Complaint reported from (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02807. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Discarded by hospital.

Event description:
It was reported patient underwent hip revision due to stem subsidence. Attempts have been made and no further information is available.